Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device which would not fill. It had a very weak circulation pump and would be coming in for 2000 hours preventive maintenance. Per follow up information received on 05aug2022, there was no patient involvement reported. A quote has been sent to customer and they would send the device in for service and repair. Per sample evaluation result received on (B)(6) 2022, the device would not cool during decontamination due to a failed mixing pump. Per sample evaluation result received on (B)(6) 2022, the root cause of the reported issue was a weak circulation pump. It was reported that the double bend tube and chiller evaporator outlet tube were expanded. It was stated that replaced double bend tube and chiller evaporator outlet tube.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device which would not fill. It had a very weak circulation pump and would be coming in for 2000 hours preventive maintenance. As per follow up information received on 05aug2022, there was no patient involvement reported. A quote has been sent to customer and they would send the device in for service and repair. As per sample evaluation result received on 22aug2022, the device would not cool during decontamination due to a failed mixing pump. As per sample evaluation result received on 25jan2022, the root cause of the reported issue was a weak circulation pump. It was reported that the double bend tube and chiller evaporator outlet tube were expanded. It was stated that replaced double bend tube and chiller evaporator outlet tube.